Event description:
A physician attempted an arteriotomy closure using the starclose device. The shaft from the device was broken and during the splitting of sheath , the plastic shaft came out from the skin incision. The physician pressed the safety release button and removed the device from the pt. The physician reverted to manual compression to achieve hemostasis. Reportedly, no part of the device remained in the pt. There was no pt injury reported.